Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic right inguinal hernia repair procedure on (B)(6) 2017 and the absorbable straps were used to tack a mesh on the inguinal region. During the procedure, straps would not grab onto the tissue to close the defect. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
The analysis results found that the device was returned with no damage in the external components. In an attempt to replicate the reported incident, the provided device was activated manually. (B)(4) straps were delivered properly. The device trigger was locked as normal process because the lock-out indicator turned 100% orange color. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components.